Event description:
Customer reportedly received the following results on the aviva expert system within 10 minutes: 528 mg/dl, 325 mg/dl and 180 mg/dl. No injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.